Event description:
It was reported the rigid video scope experienced no 3-d images possible, no image, during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
Updated fields: d8, h2, h3, h4, h6, h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: r-unit broken and pixelshift was incorrect. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the no 3-d images possible, no image was due to the broken r-unit which is making the pixelshift incorrect. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope experienced no 3-d images possible, no image, during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.